Manufacturer narrative:
Follow-up #2: date of submission 02/02/2016 - correction: the alert date for this pi is (B)(6) 2016 not (B)(6) 2015 as previously reported. Additional evaluation codes conclusion is (B)(4) as previously reported.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: the blackbox shows the pump was manually suspended on (B)(6) 2015. An unexplained por occurred at 20:03. Pump was powered back on at 20: 03; no deliveries were made. A por occurred at (B)(6) 2015 20:24. The pump was manually suspend (B)(6) 2015 18:33; deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s or por's occurred during testing. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 19mmol/l with nausea, vomiting, abdominal pain and large ketones. The patient was taken to the emergency room and treated with insulin via pump, insulin via injection and food/drink. Customer support (cs) completed troubleshooting and all settings were correct. The patient resumed the pump after replacement. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.